Event description:
It was reported that during an implant procedure, there was a problem with the grommet/setscrew of the implantable cardioverter defibrillator (ICD). It was reported that it was impossible to connect the left ventricular lead to the device. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.